Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with stripped battery cap coin slot noted. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to encoder signal out of phase. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarms and battery cap was stripped. Customer stated that insulin pump had wear and tear damage. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.